Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 571 mg/dl at the time of the incident. Customer stated that was cognitive impairment so it was not clear and site issues, missed doses or insulin pump being suspended. Customer noted had vomiting last evening. However sister reported back that they did not and were able to bring blood glucose down to 171 mg/dl this am with injections and insulin pump boluses. The device will not be returned for analysis.